Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.